Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellamap orion catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the coating of the shaft part near the orion electrode was peeling off. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellamap orion catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has a lump 4.3 cm from the tip of the catheter and also the shat is mashed from the lump to 4.5 cm, consequently confirming the reported clinical observation of shaft peeling.

Event description:
The intellamap orion catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the coating of the shaft part near the orion electrode was peeling off. The issue was observed when the device was inside the patient. The device was replaced and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.